Event description:
It was reported that the gamma3 nail broke and pt was revised. No other info is available at this time.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.